Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. However, the shots log indicated that the ma was lower then desired. Reloaded system software and customer cal and configuration files. Instructed customer in proper shutdown procedure to help prevent flash corruption. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system was presenting a low ma message. There was no report of pt injury.